Event description:
The needle pulled off the suture during a coronary artery bypass graft procedure. Surgeon obtained another suture and continued the procedure. There were no reported adverse consequences to the pt.